Manufacturer narrative:
Concomitant products: item# 114700 lot# 660280 - disc condyle kit w/ hexalobula, item# 114800 lot# 891630 - discovery ulna bearing revision kit , therapy date: (B)(6) 2014. Mar results: the single lock screw appears undamaged, however, the lock pin has numerous deformations including a chamfer on one end. The condyles show localized areas of what appear to be numerous tiny dents two sided of the condylar articulating surfaces have what appear to be areas of circumferential abrasion. The bearing's articulating surfaces show light scratches on the articulating surfaces and scratches with deformations along the outer rims. The exterior bearing surfaces show groove patterns of what appear to be abrasive wear. Per results relayed by the engineer: the development engineer determined that the lock pin and bearing disassociated from the ulna stem which resulted in damage to the lock pin, bearing, and condyles. An investigational layout was conducted on the lock pin and found that all undamaged features were conforming. Relevant features on the bearing could not be verified due to damage. The ulna stem could not be dimensionally verified, as it was not returned to biomet. The root cause of this complaint was that the lock pin and bearing disassociated from the ulna assembly. A review of the DHR for item# 114700 lot# 660280 shows that there were no rejected, scrapped, or deviated parts. A review of the DHR for item# 114800 lot# 891630 shows that there were no rejected, scrapped, or deviated parts. The likely condition of the components was conforming when they left biomet. Root cause cannot be determined. Review of complaint history found no additional issues reported for item: 114800 lot: 891630 combination. However, it was discovered that there was 1 other complaint with the same complaint category for medical: loosening or medical: revision: loosening device received in condition making evaluation impossible. Notified biomet (B)(4) of results, requesting the customer be verbally informed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left elbow arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2010 due to unknown reasons and a revision procedure on (B)(6) 2014 due to polyethylene wear and disassociation of the locking pin from the bearing.